Event description:
Consumer complaint of blood results reading "lo". Back to back blood tests were 167 and 166mg/dl. Meter memory review shows the following: "lo", 77mg/dl. 85mg/dl, 115mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Product codes updated.

Event description:
Consumer complaint of blood results reading "lo". Back to back blood tests were 167 and 166mg/dl. Meter memory review shows the following: "lo" 77mg/dl, 85mg/dl, 115mg/dl, no adverse event reported.